Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during . Customer's blood glucose was unknown mg/dl. The customer reports the alarm was resolved by a complete set change. The customer is unable to troubleshoot because he changed the set. The customer was advised that we will send sets replacements.